Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported the patient was hospitalized. Treatment and patient outcome were not reported. On an unreported date, the patient was transferred to home hemodialysis. No additional information is available.